Event description:
Patient had a code event in relation to trach becoming dislodged during transfer from bed to scale. Following code event rn inspected trach and noted that with the 1.5 ml of water there was no inflation of cuff. Rn attempted to put more water into cuff and was able to put a max of 3 ml into trach. With 3 ml the trach cuff still did not inflate all the way around.